Event description:
It was reported that the patient is feeling pacing on their left side when bending forward. The device was reprogrammed by disabling the adaptive feature. This did resolve the issue. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1388tc competitor implantable pacing lead (B)(6) 2000. (B)(4).